Manufacturer narrative:
A4): patient weight unknown. D4/h4): the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3): the lld ez was not returned, thus no returned product investigation was performed. H6): perforation of vessels is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv), and a left ventricular (lv) lead due to bacteremia. Spectranetics lld ez lead locking devices were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, the ra and rv leads were removed successfully. Working to remove the lv lead with the same 16f glidelight, it was noted that the lv lead was significantly stuck within the coronary sinus (cs). As the glidelight advanced down the vasculature and traction forces were applied, the lead was freed; however, the patient's blood pressure dropped. Rescue efforts began, including rescue balloon and sternotomy. A cs perforation was discovered and repaired, and the patient survived the procedure. This report captures the lld ez providing traction to the lv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.